Event description:
It was reported experienced a diminished/loss of therapy for the right side due to fractured lead. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: (B)(4). A patient experiencing a lead fracture was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.